Manufacturer narrative:
This report is filed on november 18, 2016.

Event description:
Per the clinic, the patient developed infection at implant site, however the issue could not be resolved; subsequently the device was explanted on (B)(6) 2016. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report (B)(6) 2016.

Manufacturer narrative:
Per the clinic, it was reported that prior to explantation, the patient experienced a breakdown of the skinflap and was subsequently treated with antibiotics; however, the issue could not be resolved, resulting in the decision to explant the device. This report is submitted january 18, 2017. -